Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, g4, g7, h10. Part specific investigation: there was no similar investigated event within the last 1 month and there was no similar investigated events within the last 6 months prior to the event date found for this item number. Result: issue evaluation request is not required. Lot specific investigation: unknown: lot number is not available. Result: issue evaluation request is not required. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: event summary: it was reported that a wagner revison stem was implanted in 2005 and revised on (B)(6) 2019 due to implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Product compatibility couldn't be performed since only one item number is available. DHR review: DHR review couldn't be performed since lot# is unavailable. Conclusion summary: it was reported that a wagner revison stem was implanted in 2005 and revised on (B)(6) 2019 due to implant fracture. In vivo time of the device is 14 years. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.